Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited intermittent spikes in right ventricular (rv) pacing impedances. Daily impedances went from 951 ohms to 1571 ohms. Troubleshooting was performed and there were no observations of noise. The device was reprogrammed to a split configuration and subsequently, all measurements were within normal range. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.